Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor of the electric pen drive device was not working anymore. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial report that the serial number was unknown. The serial number has been received and has been entered into this medwatch report. Therefore, UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (apr 12, 2013) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the control unit of the electric pen drive device was not functioning and was defective. It was noted that the pen drive was without function and the control unit was defective. It was further determined that the device failed pretest for check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.